Event description:
The first report of two involving an incident involving a mayfield 2000 skull clamp from the same facility. The incident was described as follows; the customer stated that they "have a mayfield head rest that is not locking. They have had 2 critical incidents where we thought it was locked and the head rest has let go and the patients head fell." The first incident occurred during the insertion of an odontoid screw. The patient's position was on jackson flat top. The patient's head and neck were repositioned. After anterior neck exposure, we slightly lost reduction and therefore had to slightly extend the patient's neck. The nature of the malfunction(s); the unit slipped. The unit was in use for about 1 hour before we had to change position of the neck and realized things were not secure. No surgical revision was required. According to the surgeon the skull pins were fine. The problem was with the skull tongs that they couldn't be tightened down appropriately and secured. The patient did not incur an injury as a result of this event. Integra reusable, adult ((B)(4)) skull pins (lot number, 089513/119) were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.